Event description:
It was reported that two days after implant, the patient came to the emergency room (ER) as their right ventricular (rv) lead had perforated the heart wall and caused a tamponade. The rv lead was removed after a pericardial window was done by a cv surgeon. A pin plug was inserted in the device rv port and the device mode was reprogrammed to aair. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri45 lead, implanted (B)(6) 2014. (B)(4).